Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with normal operating currents. No unexpected battery power loss noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were in emergency room for the second time due to high blood glucose. Customer¿s blood glucose level went to 400 mg/dl at the time of incident and meter showing blood glucose level 391 mg/dl. Customer¿s blood glucose level was 291 mg/dl when he was in hospital. It was also stated that the insulin pump did not functioning correctly. The device will be returned for analysis.